Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On an unreported date, the patient began treatment with dianeal unknown intraperitoneally (ip) for renal failure chronic. During a call to (B)(6), the patient reported the following information. On (B)(6) 2010, the patient reported that she had cloudy peritoneal effluent in the morning, and that she had "visited the hospital as an outpatient". On (B)(6) 2010 unspecified remedial treatment was rendered to the patient. The patient reported that after the administration of the remedial medications, she experienced abdominal pain. The outcome for the events cloudy peritoneal effluent, and abdominal pain were not reported. At the time of this report, it is unknown if dianeal unknown therapy was ongoing. The consumer did not provide an opinion of causality for the reported events.